Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 80% stenotic, 15 mm in length and was located in the left anterior descending (lad) artery. The physician used a workhorse guide wire and a xb lad 3.5 guide catheter to access the lesion. The workhorse wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed three runs at low speed in the proximal segment of the lesion and then performed four runs at low speed in the distal segment of the lesion. Post-atherectomy angiography revealed a dissection. A balloon was advanced across the dissection and inflated to 16 atms, but the balloon burst and a small perforation was now present. The physician deployed a covered stent across the perforation, post-dilated the stent and the perforation was resolved. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility.